Event description:
It was reported that the patient was explanted of the device due to inflammation on the skin at the wound area. A re-implantation is considered when the skin area is healed.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted this finding was expected, because according to the patient report the device was explanted for medical reasons, namely an early post operative infection of the surgical wound. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient was explanted of the device due to inflammation on the skin at the wound area. According to the information received from the clinic, an infection at the wound site could be observed 2 weeks after implantation and then spread to the implant bed. Latest information received stated that the skin area is better and that a re-implantation is considered once the area has completely healed.